Event description:
The customer reported that they were having issues with the patient treatment cables. There was no patient harm.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.